Event description:
It was reported that during equipment testing the cardiosave intra aortic balloon pump (iabp) had some unknown system malfunction. Patient not involved and no adverse event reported.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, b5, d9, d8, h3, h6. (Type of investigation, investigation findings, health effect ¿ impact codes, investigation conclusions). The user has not yet selected us for on-site repair, so we have no further information to reply to at this time. No other information available as of now. In future if we receive any repair information will reopen and update the investigation.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: h6 (investigation conclusions).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitation in e.1. For event site telephone, the full event site telephone is (B)(6).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit had a system malfunction that occurred during equipment testing. There was no patient injury or harm reported.